Event description:
Rv lead issue of periods if oversensing resulting in pacing inhibition. There are a number of vtns and hrn5 episodes that appear to show noise. Ts agents concluded that rv lead likely has externalized conductor consistent with other riata lead failures. Lead revision scheduled for next week. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).